Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing large differences between sensor glucose and blood glucose level readings. The customer stated that she may have a low sensor glucose reading and her blood glucose level reading will be up to 400 mg/dl. The customer also reported noticing some bent cannulas. Blood glucose level at the time of the call was 140 mg/dl. The customer will not return the sensor for analysis.